Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the front response button was non-functional, which prevented the monitor from booting up past the splash screen. The root cause of the defective front response button switch could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that the response buttons on her monitor weren't working. The patient was issued a replacement monitor.